Event description:
A malfunction alarm was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with resetting it. The customer was informed to continue using the pump and advised to call back if the malfunction code recurred.